Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that the ideal sized xia serrato polyaxial screw was not available intra-operatively, and that smaller sized xia serrato polyaxial screws were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the first of two xia screws.

Event description:
It was reported that the ideal sized xia serrato polyaxial screw was not available intra-operatively, and that smaller sized xia serrato polyaxial screws were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the first of two xia screws.